Event description:
It was reported that high impedance was observed on the lead. Lead was explanted and replaced. Lead connection issue suspected. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.